Event description:
It was reported that, during a robotic laparoscopic sacrocolpopexy while suturing the mesh to the vagina after specimen (uterus) removal, the internal wire of the bipolar maryland forceps was found to be frayed and loose. Another bipolar maryland forceps was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city); additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps and the associated device logs. Evaluation of the logs indicated that the bipolar maryland forceps was attached to arm cart assembly 1. The use life was two hundred and twenty-three minutes with a use count of four. There were no errors shown in the logs. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws. The tungsten drive cable one was frayed. Functionally, the jaws were not manipulated due to the observed cable damage. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The investigation determined that the most likely cause could be traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sacrocolpopexy while suturing the mesh to the vagina after specimen (uterus) removal, the internal wire of the bipolar maryland forceps was found to be frayed and loose. Another bipolar maryland forceps was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.